Manufacturer narrative:
No product was returned. Hematoma: the cause of hematoma cannot be determined since insufficient clinical details were provided. Pump# (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient had an access site hematoma develop. The team treated it with protamine, hold, 3 perclose, and pressure was held for 20 minutes. The pump support was weaned off and removed.